Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service observed an orange light caused by foreign material (debris) stuck to the light guide lens. In addition, the rubber cover was perforated. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during an endobronchial ultrasound bronchoscopy (ebus) procedure, the subject device light started to look like red and with less intensity. They took the device out to clean it thinking that some residue would have remained. But when it was checked it was clean and the light of the device was orange. There was no dirt in the lens or the light, so they went back in, and the same issue occurred. This time it remained with much less intensity, which did not make it possible to see enough to continue. They took it out again and the light was red (before it was orange). The procedure was completed using another similar device. No patient damage was reported due to the event. The customer reported that they tried to use the subject device again in another procedure, but the same issue occurred before the procedure when they were checking the device. The 1st event is reported in the medwatch with patient identifier (B)(6). The 2nd event is reported in the medwatch with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Attempts to retrieve additional information from the customer are in progress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to the light suddenly started to appear red and the intensity decreased due to foreign matter in the light guide cover lens. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Olympus will continue to monitor field performance for this device.

Event description:
It was later provided the date of event is (B)(6) 2022, there was no patient harm. There was a delay however, they could not specify for how long. As they were unable to see the image properly, they removed the device out and completed the procedure with another device.